Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision of patient's right knee on (B)(6) 2018, rep was made aware of a previous procedure to revise devices on (B)(6) 2017. Rep was not present for the procedure and does not know the cause for it. This event is for revision of primary on (B)(6) 2017.